Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, e2015055. (B)(4) device was received for evaluation. The reported event was not confirmed for (B)(4) device; the device was found to be outside of specifications for the reported event. (B)(4) device was found to be affected by compromised lubrication and debris. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which an accessory broke while using with the device. There was patient involvement; no patient impact.